Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they keep having a problem with the controller. Caller stated that the controller battery does not go down when charging the patient's implant. Caller said that the controller is able to charge up to 100% but the stimulator battery isn't going up. Agent asked if caller saw any specific error messages on the controller and caller said no. Caller inspected the recharger and controller port; caller said they both looked good. Caller then started a charging session and reported charging excellent. Caller then clarified that the issue was actually that the controller screen stated settings not available, cannot provide desired intensity. Patient noted they saw manufacturer representative (rep) for re-programming in march, as the settings not available message came up once before. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller became escalated, and due to the nature of the call agent could not gather additional information, and caller disconnected. Additional information was received from the patient. They reported that the problem was resolved. The cause and actions taken to resolve were not reported. Rep reported that about a month ago patient noticed they weren't getting stimulation anymore and they were also receiving "settings not available" message. Caller checked impedances today, including various reference electrodes, and all contacts were orange with values ranging from 4k ohms, 22k ohms to 40k ohms. Caller confirmed with patient that they haven't had any falls. Caller was going to speak with hcp about next steps.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was unknown. No actions will be taken, but she is planning to see her doctor to manage her pain with medications. Patient says she¿s 94 years old and does not want to entertain another surgery.